Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and a shock from the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and determined therapy was inappropriately administered due to atrial fibrillation (af) with rapid ventricular response (rvr). The sudden rate duration (srd) was met. Review of stored episodes found that there was a similar episode from one month earlier where inappropriate atp was delivered. Ts discussed programming options including adjustment to the srd and turning on rhythm ID feature. Over a year and a half later the patient received additional therapy. Ts was again consulted and discussed that the patient received atp and two inappropriate shocks for af with rvr. The rate was detected in the ventricular fibrillation zone at 247 bpm. The ICD remains in service and no adverse patient effects were reported.